Event description:
It was reported that the patient had bilateral hip implant surgery in the second half of 2007. Patient is reporting some pain. Patient is also reporting having a hard time bending forward to put his shoes on. Patient has rom that is not stable. Patient states that he has stiffness and that symptoms have increased in the last few months. Patient would like to know if both hip implants have been recalled.

Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-56f, lot # 7ytmld, description: trident psl ha cluster 56mm. Cat # 2030-6530-1, lot # 6pwmrd, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device is still implanted.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the provided information by a clinical consultant indicated that there are no x-rays for review and no follow-up subsequent to the (B)(6), 2011 visit available. There is no evidence that this patient¿s pain described as related to low back pain and trochanteric bursitis bilaterally was caused by factors of faulty prosthetic design, manufacturing, or materials. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event. The reported event regarding pain involving a trident liner was confirmed.

Event description:
It was reported that the patient had bilateral hip implant surgery in the second half of 2007. Patient is reporting some pain. Patient is also reporting having a hard time bending forward to put his shoes on. Patient has rom that is not stable. Patient states that he has stiffness and that symptoms have increased in the last few months. Patient would like to know if both hip implants have been recalled.